Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up visit, a visual observation of this cardiac resynchronization therapy defibrillator (crt-d) noted a pocket erosion. A replacement procedure was performed. This device was removed and was replaced on the opposite body side. The leads were tunneled and reconnected to the replacement device. No further patient symptoms were reported.